Event description:
Boston scientific received information form an employee that a medtronic lead had a out-of- range pee/sense impedance > 2000 ohms. The lead was extracted. Implant date 2001. No other details provided. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).